Manufacturer narrative:
E1 - address: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the autoclavable camera head exhibited a scope communication error (e226). There were no reports of patient involvement.